Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the hemopro cauterization of the jaw did not work. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection on the returned device showed no apparent signs of having been energized. When the toggle was actuated on handle assembly, the jaws fully opened and closed with no non-conformities found. Resistance testing was conducted and results were within specifications, which indicate that the micro switch functioned properly. A pre-cautery test was conducted using the reference power supply and extension cable. Results from testing discovered that steam was not generated from the saline moistened gauze during several device activations. The reported complaint is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.